Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Between 2009 and 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant) and procedural pain ("following the hysterectomy patient suffered a long and painful postoperative recovery"). The patient was treated with surgery (essure was removed via hysterectomy in (B)(6) 2015.). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain) and excessive bleeding(seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious event was reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: pelvis"), pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a 39-year-old female patient who had essure (batch no. 220227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, lumbar spondylosis, knee operation and spleen operation. Previously administered products included for an unreported indication: climara. Concurrent conditions included penicillin allergy, numbness in hand, tingling, loss of libido, breast pain, abdominal spasm and hepatomegaly since (B)(6) 2015. Concomitant products included colecalciferol (vitamin d) since 2015, ibuprofen since 2011 and meloxicam. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced menopause ("hormonal changes describe: perimenopausal"), night sweats ("hormonal changes describe: night sweats"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and bladder disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy patient suffered a long and painful posroperative recovery"), hot flush ("hormonal changes describe: hot flashes"), abdominal pain ("abdominal pain"), uterine leiomyoma ("uterine fibroids"), back pain ("low back pain"), musculoskeletal pain ("buttock pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, procedural pain, menopause, hot flush, night sweats, fibromyalgia, bladder disorder, uterine leiomyoma, back pain, musculoskeletal pain and urinary tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hot flush, menopause, musculoskeletal pain, night sweats, pelvic pain, procedural pain, urinary tract disorder and uterine leiomyoma to be related to essure. Diagnostic results: (B)(6) 2010: dye test: 100% fallopian tube closed. Essure hsg: no fibroids on 2010, (B)(6) 2015 & (B)(6) 2015: hysterosalpingogram , transvaginal ultrasound (tuv) & pelvic x-ray: total bilateral occlusion and migration of essure device. She was told that there is a possibility that one coil was in my pelvic area. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events abdominal pain, back pain, device breakage, device dislocation, dysmenorrhea, fatigue, fibromyalgia hot flush, incontinence, menopause, musculoskeletal pain, night sweats, and uterine leiomyoma are added. Lot number added. Lab data updated. Historical & concomitant condition and drugs are added. Produc, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: pelvis"), pelvic pain ("severe pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 220227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, lumbar spondylosis, knee operation and spleen operation. Previously administered products included for an unreported indication: climara. Concurrent conditions included penicillin allergy, numbness in hand, tingling, loss of libido, breast pain, abdominal spasm, hepatomegaly since (B)(6) 2015 and induced labour. Concomitant products included colecalciferol (vitamin d) since 2015, ibuprofen since 2011 and meloxicam. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menopause ("hormonal changes describe: perimenopausal"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and incontinence ("incontinence"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy patient suffered a long and painful postoperative recovery"), abdominal pain ("abdominal pain"), uterine leiomyoma ("uterine fibroids"), back pain ("low back pain"), musculoskeletal pain ("buttock pain"), pain in extremity ("right leg pain"), depression ("depression") and emotional disorder ("emotions"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, procedural pain, menopause, hot flush, night sweats, fibromyalgia, uterine leiomyoma, back pain, musculoskeletal pain, incontinence, pain in extremity, depression and emotional disorder outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, genital haemorrhage, hot flush, incontinence, menopause, musculoskeletal pain, night sweats, pain in extremity, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. Diagnostic results: (B)(6) 2010: dye test: 100% fallopian tube closed. Essure hsg: no fibroids. In (B)(6) 2010, (B)(6) 2015 & (B)(6) 2015: hysterosalpingogram , transvaginal ultrasound (tuv) & pelvic x-ray: total bilateral occlusion and migration of essure device. She was told that there is a possibility that one coil was in my pelvic area. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received, reporter added, event added, leg pain, depression, emotional disorder. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: pelvis"), pelvic pain ("severe pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 220227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, lumbar spondylosis, knee operation and spleen operation. Previously administered products included for an unreported indication: climara. Concurrent conditions included penicillin allergy, numbness in hand, tingling, loss of libido, breast pain, abdominal spasm, hepatomegaly since (B)(6) 2015 and induced labour. Concomitant products included colecalciferol (vitamin d) since 2015, ibuprofen since 2011 and meloxicam. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menopause ("hormonal changes describe: perimenopausal"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and incontinence ("incontinence"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy patient suffered a long and painful posroperative recovery"), abdominal pain ("abdominal pain"), uterine leiomyoma ("uterine fibroids"), back pain ("low back pain") and musculoskeletal pain ("buttock pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, procedural pain, menopause, hot flush, night sweats, fibromyalgia, uterine leiomyoma, back pain, musculoskeletal pain and incontinence outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hot flush, incontinence, menopause, musculoskeletal pain, night sweats, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. Diagnostic results: (B)(6) 2010: dye test: 100% fallopian tube closed. Essure hsg: no fibroids. In (B)(6) 2010, (B)(6) 2015 & (B)(6) 2015: hysterosalpingogram , transvaginal ultrasound (tuv) & pelvic x-ray: total bilateral occlusion and migration of essure device. She was told that there is a possibility that one coil was in my pelvic area. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history and lab data updated. Event bladder or urinary problems or changes was replaced with incontinence. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: pelvis"), pelvic pain ("severe pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 220227514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, lumbar spondylosis, knee operation and spleen operation. Previously administered products included for an unreported indication: climara. Concurrent conditions included penicillin allergy, numbness in hand, tingling, loss of libido, breast pain, abdominal spasm, hepatomegaly since (B)(6) 2015 and induced labour. Concomitant products included colecalciferol (vitamin d) since 2015, ibuprofen since 2011 and meloxicam. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menopause ("hormonal changes describe: perimenopausal"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and incontinence ("incontinence"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy patient suffered a long and painful postoperative recovery"), abdominal pain ("abdominal pain"), uterine leiomyoma ("uterine fibroids"), back pain ("low back pain"), musculoskeletal pain ("buttock pain"), pain in extremity ("right leg pain"), depression ("depression") and emotional disorder ("emotions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, procedural pain, menopause, hot flush, night sweats, fibromyalgia, uterine leiomyoma, back pain, musculoskeletal pain, incontinence, pain in extremity, depression and emotional disorder outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, device dislocation, dysmenorrhoea, emotional disorder, fatigue, fibromyalgia, genital haemorrhage, hot flush, incontinence, menopause, musculoskeletal pain, night sweats, pain in extremity, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. Diagnostic results: (B)(6) 2010: dye test: 100% fallopian tube closed. Essure hsg: no fibroids. In (B)(6) 2010, (B)(6) 2015: hysterosalpingogram , transvaginal ultrasound (tuv) & pelvic x-ray: total bilateral occlusion and migration of essure device. She was told that there is a possibility that one coil was in my pelvic area. 220227514-lot number is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint(batch no. Invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain) and excessive bleeding(seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.